Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was " a split" in the female connector of a minicap transfer set. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. The patient was given antibiotics because the site was exposed, however there was no patient injury or medical intervention associated with this event. No additional information is available.